Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient no longer had pain in their leg and thus had not charged their ipg over 6 months. As a result, the ipg became inoperable and did not communicate with external device. To address the issue surgical intervention was undertaken on concomitant medical products2020 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was resumed post operatively.